Manufacturer narrative:
Correction: device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. A correlation between the device and the reported stroke and driveline infection could not be conclusively determined. Stroke, bleeding, and infection are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A full evaluation of the device could not be conducted as the device was not returned for evaluation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the cerebrovascular accident (cva) was more specifically a hemorrhagic stroke. Prior to the event, the patient was admitted due to complaint of severe pain beneath left breast all day, upper sternal wound abscess, and fever on (B)(6) 2016. Pan-cultures were collected and found to be positive for gram-positive bacilli. On (B)(6) 2016, a computed tomography (CT) scan of the left frontal lobe was conducted and showed a transient ischemic attack (tia) resolving. The patient was taking the anticoagulants aspirin and coumadin prior to the event, and the patient¿s international normalized ration (inr) was reportedly therapeutic at the time. In response, plavix was initiated for further anticoagulation. The patient remained in the intensive-care unit (ICU) until (B)(6) 2016 when transferred to the step-down unit. The next day, the patient was re-admitted to the ICU after being unresponsive and intubated. Emergent head CT showed left frontal intracerebral hemorrhage with midline shift, as well as intraventricular hemorrhage. The patient was transferred to another facility for treatment and intervention. The patient expired on (B)(6) 2016 at 12:45am. The cause of death was determined to be the intracranial hemorrhage. It was reported that there were no complaints related to lvad function.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2016 due to a cerebrovascular accident. No additional information was provided.